Event description:
On (B)(6) 2021, the lay user contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter did not turn on. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and additional information obtained when the cca listened to the call recording. The patient reported that the alleged power issue began at an unknown time two days prior to contacting lfs. The patient reported that he manages his diabetes with insulin pump therapy (pump 4 times per day and 70 units) and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that two days prior to contacting lfs, at an unknown time after the alleged issue began, he developed symptoms of feeling ¿a little bit shaky¿ and that he began ¿sweating¿ which he attributed to a low blood glucose excursion due to being unable to test his blood glucose on the subject device for two days. The patient reported during the call that he obtained blood glucose results of ¿40 and 46 mg/dl¿ (unknown date and time); however, it is not known on what device these results were obtained. At the time of troubleshooting, the cca established that the meter was not being used for the first time and there was no apparent misuse of the product. The cca established that the patient was using the correct test strips and noted that the meter would not power on when a test strip was inserted per owner¿s manual or when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after the alleged power issue began with the subject device.